Manufacturer narrative:
Follow-up #1 date of submission 08/27/2014-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with a auditory and vibratory alerts fully functioning. The audio output level was found to be within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.